Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the reservoir leaked during priming. The blood glucose reading was 248 mg/dl. Fluid was not visible in the battery or under the display, but had leaked past both reservoir tube seals. All components were present and the customer noted no splits in the reservoir barrel. The customer declined to return the reservoir for analysis.